Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the pump reset process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.